Event description:
The customer observed falsely depressed alinity I total psa results for a male patient diagnosed with prostate cancer and undergoing treatment. Sid (B)(6). Initial result total psa 1.211 undiluted, repeated 1.330 undiluted, 1:2 dilution 2.207 and 2.314, 1:5 dilution 3.629, 1:10 dilution 4.798, 1:50 dilution 5.692, 1:100 dilution 5.289, initial result free psa 1.940 undiluted, repeated 2.141 undiluted, 1:10 dilution 2.992 the report to the clinical side: total psa: 4.798 ng/ml free psa: 2.141 ng/ml (retest value) the sample was tested with another method. Fujirebio / cleia method total psa 8.58 ng/ml free psa 2.58 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search determined normal complaint activity for the product lot. This is the only complaint for this lot. Return testing was not performed as returns were not available. Device history record review was performed on lot 36463fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Review of a scientific article which shows that hama is a potential interferent which can lead to falsely elevated free psa results was performed. Performance testing was performed using an in-house retain kit of lot 36463fn00. All specifications were met indicating the lot is performing acceptably. Labelling was reviewed. Per product labelling, specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. Alinity I free psa reagents contain a component that reduces the effect of hama reactive specimens. Additional clinical or diagnostic information may be required to determine patient status. Per package insert, deterioration of the reagents may be indicated when a calibration error occurs, or a control value is out of the specified range. Associated test results are invalid and samples must be retested. Assay recalibration may be necessary. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I total psa reagent identified in this complaint. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.